Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the distal edge plastic cover was chipped, missing the white glue on the channel opening, the bending section cover glue was peeled, and the image intermittently flickers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: image intermittently flickers due to electrical/electronic component problem and remaining malfunctions occurred due to stress problem. However, a definitive root cause of reported issues could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.